Event description:
It's written on the label preservation at 0 degree instead of ambient temperature. No adverse consequences. No pt involved.

Manufacturer narrative:
Eval summary: all mfg documentation were reviewed and were in spec. Label are changed for product to be manufactured. Old product keep the old label because given temperature does not influence the product application.